Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone12.5 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site (arm) while wearing the pod for longer than 48 hours. The patient reported that the condition began with pain at the site, and upon removal of the pod, redness and swelling were observed. The patient also reported the presence of an abscess with drainage of fluid consistent with pus. The patient sought medical attention at an urgent care facility on (B)(6) 2026, where she was diagnosed with an infection. Treatment was initiated with antibiotic therapy. Patient was discharged same day.